Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s touch screen was cracked, of unknown cause, and the patient switched to multiple daily injections while awaiting a replacement; the device was reported as returned after shipment of a replacement unit. Symptoms included no reported injury and no reported glycemic symptoms. Outcomes included temporary interruption of pump therapy with transition to alternative therapy and no reported clinical impact. Investigation included a review of complaint details and shipment tracking. Investigation of this case revealed physical damage to the user interface display consistent with screen breakage. It was concluded that the event involved damage to the device¿s display component, with no associated patient harm and resolution through device replacement.